Event description:
The analyzer produced low digoxin results for a level 2 quality control sample. A field engineer visited the site and performed modifications to the analyzer. There was no pt harm as a result of this occurrence.